Event description:
The hcp reported the pt was admitted to the hosp for withdrawal symptoms of altered mental status and seizures. The pt recovered and was released. On their next refill date, it was noted that the amount of drug in the pump was significantly different than what the pump thought it had in it" the hcp refilled the pump and a short time later, the pt began to show signs of withdrawal again. This time, the pump was stopped, the oral baclofen was increased, and the pump was replaced. There was no indication that there was anything wrong with the catheter integrity of placement.